Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and diabetic ketoacidosis. Customer was using automode feature at the time of event. Customer was assisted in the programming of insulin pump. Customer's blood glucose level at the time of call was 200 mg/dl. No further information was given. Troubleshooting was performed, however customer will continue to use the device.